Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was keeps failing and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was keeps failing and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a legacy half-height cubie drawer on the auxiliary station was failed. A field service engineer (fse) observed that drawer opened and could not be exited due to a ¿close drawer first¿ message, despite it being closed. The fse found the magnet on the old inseparable to feel significantly weaker, so fse replaced the sliding inseparable latch for drawer 4-1 to resolve. Despite this, the drawer functioned correctly. The customer successfully recovered the drawer and inventoried a medication to confirm proper operation. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.